Event description:
Same case as MFR# 2134265-2008-01535. It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The unknown target lesion was severely calcified. When the lesion was predilated with a 2.75x20mm quantum maverick balloon, it was inflated to 18 atmospheres when it ruptured. The balloon was removed intact. A 3.50x28mm taxus express2 drug eluting stent was advanced but was unable to cross the lesion. When the physician removed the stent from the pt, it was noted that the stent strut was lifted up. The procedure was completed with a different device. The pt status is listed as good.